Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product evaluation: analysis results not available; evaluation is expected but not yet begun.

Event description:
This device return was coded "early failure/requires repair". There was no reported patient impact.

Manufacturer narrative:
Date of this report: (B)(6) 2015. Additional information received: customer reports that the ¿nim doesn¿t respond the same as it did in the past¿. Concomitant medical products: 8253200: patient interface 8253200 response 3.0, s/n (B)(4), lot 66403000 manufactured 03/01/2010. Date manufacturer received: 08/24/2015. Product evaluation: ** analysis of the mainframe (8253002) nim response 3.0 intl, found no fault with the device. The unit was received in good cosmetic condition with the latest software present. The device was successfully tested to specifications. Analysis of the patient interface (8253200) response 3.0, found that the earth connection on the pcb is loose, the assembly clips are loose and the wave washers and decal spare fuse are both worn. The earth connection has been re-soldered and the wave washers and decal spare fuse have been replaced. The device was successfully tested to specifications.

Event description:
Additional information received: customer reports that the "nim doesn't respond the same as it did in the past".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.